Event description:
Customer reported two hospitalizations, the first due to high blood glucose and diabetic ketoacidosis and the second, on (B)(6) 2014, due to angioplasty, a heart issue. She stated she had the flu, which caused her blood glucose to change from 249 mg/dl to 700 mg/dl at the time of hospitalization. Customer also complained of dehydration, nausea, neck/jaw pain, and tightness in the chest. Customer was in the hospital for a week and was not allowed to wear the insulin pump. She stated she did not know which buttons were pushed and called because she was trying to rewind the device. Customer reported that she had felt the symptoms for about two weeks before the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.